Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator showed an episode of ventricular fibrillation that was under-sensed, which caused a slight delay in detection and therapy. Programming interventions were made. The patient was stable.